Event description:
The infant was in the isolette with phototherapy unit on. The isolette was in the labor, delivery, recovery, postpartum room with the mother. The phototherapy had been initiated at 9 am and the incident occurred at 1:45 pm. Mother noticed white smoke coming from the area below the isolette, near the main control units. Baby removed from isolette without injury; unit unplugged and removed. Main converter board of phototherapy lamp power supply components burned and melted together. Lights remained operational and when tested by biomed specialists, no smoke observed.